Manufacturer narrative:
An officer field service-gi engineer uncovered a highly distorted image, difficult to see an endoscopic image, and continues to have black and white patches on the screen. The device is scheduled to be returned for repair but has not yet been received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus while preparing for a gastroscopy procedure, a distorted image was displayed on the video system center. The procedure was canceled, and additional information has been requested but not yet received. However, the customer reported no patient harm or injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the phenomenon, "distorted image¿, occurred due to a failure of the main board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.